Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the patient developed a pocket infection. It was further reported that the implantable pulse generator (ipg) had a short battery. The ipg system was removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.